Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation time of about 2 months, loss of capture was reported. The lead was explanted but not returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. The insulation was however intact. Furthermore the shock coil showed deformations which most likely resulted from the explant procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations which might have been contributory. The analysis did not reveal any sign of a material or manufacturing problem.